Event description:
It was reported that stent damage occurred. A 2.25 x 38mm synergy xd drug-eluting stent was selected for use; however, during advancement, the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported. It was further reported that the target lesion was moderately tortuous and severely calcified.

Manufacturer narrative:
E1 - initial reporter city: naha city okinawa prefecture (B)(6).

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 2.25 x 38mm synergy xd drug-eluting stent was selected for use; however, during advancement, the stent strut was lifted. The procedure was completed with another of same device. There were no patient complications nor injuries reported.